Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019, with blood glucose of 598 mg/dl. Customer was in emergency room as a result of high blood glucose level. Customer had symptoms of nausea and vomiting. The customer was treated with intravenous drip and manual injections. Customer has been using insulin pump system within 48 hours of reported high blood glucose level. Customer thinks that she had diabetic ketoacidosis. The insulin pump will not be returned for analysis.